Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No patient sample was available for return, therefore clinical specificity testing of negative control replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product, architect (B)(6) list 7c18 that has a similar product distributed in the us, ausab list number 1l82. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated hbsab result on the architect i2000 analyzer. The following data was provided (miu/ml): (B)(6): less than 10.0; (B)(6): 28.2; (B)(6): 17.5; (B)(6): less than 10.0. No information regarding vaccines was provided. It is known the patient received a blood transfusion on (B)(6), the customer believes there is a possibility of detecting transitional antibodies. There was no impact to patient management reported.